Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the complaint sample was not returned for evaluation. A review of the manufacturing records associated with this case lot found the product met acceptance criteria at the time of release. Doctor is unable to relate the event to a specific product. Consumer used expired product.

Event description:
Consumer reported experiencing burning and stinging in left eye after using product for less than one month. Consumer reported having been given product by eye doctor. Additional communication with consumer revealed product obtained from doctor was expired. Consumer visited optometrist regarding reported burning and stinging. Optometrist¿s office stated that patient was seen with complaints of blurred vision and ocular fatigue. Doctor diagnosed patient with punctate keratitis in left eye. Doctor recommended patient use over-the-counter artificial tears. No prescription medications were required and patient did not require a follow-up appointment. Doctor is unable to relate the event to a specific product. Consumer is recovered.